Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was foreign material, which appeared to be a metal tip was attached on the gauze.

Manufacturer narrative:
Received only a piece of gauze for evaluation. The evaluation confirmed a foreign material, like a piece of metal tip (loose), on the gauze. The exact time of how and when the problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " accessories closed drainage bag (the illustration shows one example of typical configurations.) Syringe prefilled with sterile water soluble lubricant antiseptics: bard® 10% povidone-iodine solution tweezers gauze pads waterproof sheet cotton balls gloves."

Event description:
It was reported that there was foreign material, which appeared to be a metal tip was attached on the gauze.